Manufacturer narrative:
Bd has been provided with photos and samples for catalog 309040 lot 9134868 to investigate for this record. Visual examination of the returned photos and samples concluded the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the syringe s2 ns 5ml there was dirt in the syringe. The following information was provided by the initial reporter: dirt in syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe s2 ns 5ml there was dirt in the syringe. The following information was provided by the initial reporter: dirt in syringes.